Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 600 mg/dl. The customer treated their blood glucose levels with an insulin pen. The customer was at work eating breakfast prior to the high blood glucose experience. The customer did not mention any symptoms. The customer alleges that the insulin pump was over delivering. The customer was assisted with troubleshooting and the insulin pump passed the test results. The customer did not return the insulin back for analysis.